Manufacturer narrative:
The patient was also treated rotarex following the strut fracture event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rutherford assessment at time of index procedure was moderate claudication. A complete se stent was implanted in the right sfa without any reported issue. Approximately 36 months post the procedure, perforation of the right distal sfa occurred, due to stent fracture. The patient was treated with pta and stenting and the outcome is reported as resolved. (The physician commented that the fracture was not reported as a malfunction because stent fractures can happen as anticipated event due to loss of integrity over time, so it was not a typical malfunction. In addition, it was stated that dcb treatment could have weakened the vessel wall, leading to perforation as the wall was no longer strong enough to resist the stress induced by the broken stent-device.)